Manufacturer narrative:
Result: footend brake crank assembly.

Event description:
It was reported by service report that there was a reduction in brake force. No patient involvement or adverse consequences were reported.